Event description:
While deploying stent in pt's lad artery, the balloon on which the stent is mounted would not deflate after inflation. A total of 20 cc's of vacuum was applied three times to the balloon, but it remained inflated. The hub of the catheter was then cut off in an attempt to deflate, however, this too was unsuccessful. This necesitated the balloon catheter being pulled from the artery while still inflated.